Event description:
Health professional reported patient in apex study experienced "malpositioned port". "Tipped port sewn down under local anesthesia" listed as treatment.

Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assume to be a taper ii. Visual examination may determine the connector type associated with this report. Displacement is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in its subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."